Event description:
It was reported that an (B)(4) iol was removed because a posterior capsule tear was observed after lens insertion using an (B)(4) delivery device. The incision was enlarged to remove the lens. Additional info has been requested, but has not been received. Please reference MDR# 1119279-2012-00113 for the intraocular lens.

Manufacturer narrative:
The delivery device was not returned to b+l for eval; therefore, product eval could not be conducted. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. Based on the info available, the exact cause of the reported event could not be conclusively determined.